Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Device had cracked case at display window corners and battery tube threads and minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to program a bolus. Customer stated he changed the battery but the device got stuck in a loop and that the buttons were not responding. Blood glucose value was 250 mg/dl. The customer stated he rode in a bicycle race wearing the insulin pump. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.